Event description:
It was reported by the affiliate during a lap appendectomy procedure that no staples formed. Sutured by hand (roderschlinge) no further info is available. There was no adverse pt consequence. 3 devices returning.